Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee procedure and subsequently during post operative follow up it was identified that the patient had the tip of a "heamovac" retained in their knee. Patient underwent revision to remove the tip without any complications. No other information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 400 ml comp evac 1/8'' pvc w/trocar 3,2mm 10fr pvc, part number 00250000010, review could not be performed as a lot number was not provided for the reported event. On (B)(6) 2019, it was reported from st. Luke health system that a patient underwent a knee procedure and subsequently during post operative follow up it was identified that the patient had the tip of a hemovac retained in their knee. Follow up indicated this occurred two times at this facility. 2 tips were discovered at st. Luke health system in boise idaho during follow up xrays. Both required a revision procedure. The revision procedures occurred within the first two weeks after the initial procedure with no complications. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. It was noted however, by the account, that the retained tip was comprised of plastic which indicates it was part of the drain tubing that had broke off. The root cause of the reported event cannot be specifically determined with the provided information the product nor photos were returned for evaluation. It was noted however, by the account, that the retained tip was comprised of plastic which indicates it was part of the drain tubing that had broke off. The zimmer hemovac wound drainage device 400 ml compact evacuator kits IFU 06001105282 rev. 01-11 states on page 3 'gently pull the wound drain out of the exit wound' and to 'verify that the entire wound drain has been withdrawn'. Additionally, it states that 'damaged drains may be difficult to remove and may break at the damaged site upon withdrawl'. An IFU is shipped to the customer with every purchased 400 ml comp evac 1/8'' pvc w/trocar 3,2mm 10fr pvc. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.